Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. The sample was visually inspected, during which no anomalies were noted. A review of the device history records revealed no manufacturing anomalies. The functionality of the cuvette and magnet was evaluated by connecting the unit to the cdi500 monitor. The unit was found to have difficulties connecting to the monitor and its magnet was measured and found to be lower than normal. The complaint was confirmed. This event is associated with the voluntary safety alert distributed by terumo on december 8, 2015, 1124841-12/08/2015-004-c. It is likely that the magnets were defective with weak magnetic strengths. These magnets are manufactured by an outside supplier, (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.(B)(4)

Event description:
The user facility reported to terumo cardiovascular systems corporation that there was an error message of "jointing failure" with the cuvette. The cuvette was reconnected several times with no improvement. It is unknown as to when the problem occurred and if the product was changed out; however, the surgery was completed successfully. This event is associated with a voluntary safety alert that was submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on february 3, 2016. (B)(4). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code 11. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.